Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was alerting cooling complete, however the facility was not able to unlock the screen. Per troubleshooting, the device was rebooted, the pads were emptied, and the timer was adjusted. Per additional information received on 08mar2019 from nurse nico, the patient was able to complete therapy on the same device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was alerting cooling complete, however the facility was not able to unlock the screen. Per troubleshooting, the device was rebooted, the pads were emptied, and the timer was adjusted.